Event description:
During placement of the coil within the internal carotid artery, friction experienced while advancing the gdc coil (bs) through the microcatheter (mc). During attempts to remove the coil from the mc, the coil got stuck. Therefore, he had to remove the coil with the mc together from the pt vessel. Another mc was used, and there was lots of friction also. This time the coil was removed from the mc without problem. The mc was exchanged for an excelsior sl-10 and the procedure was completed successfully. There were no reported pt complications.